Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance inspection that the atrial and ventricular output connectors of the external pulse generator (epg) were damaged. The damage was identified on multiple external pulse generators. The device status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that both output connectors were broken. Analysis also noted that the keyboard window was scratched and the white wire on the liquid crystal display (lcd) was pinched but not comprised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.